Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a fever and had chest pain after being discharged from the hospital. Right ventricular lead perforation and an infection were noted. The lead was explanted. The patient was fine post-procedure.